Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they were not sure what the cause was other than that they changed the program. Patient mentioned they had an appointment for follow up with the rep at their physician's office on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient was feeling sharp pain in his buttocks, like someone stuck a knife in the muscle and it felt like an electrical shock. Patient stated when he sits in certain position, he gets this sharp pain. Patient also reported that the other day he went to pick something up and he got a big pulse in the groin area that nearly doubled him over. This actually started out feeling like a slight stinging and gradually got worse. Patient reported at first he thought he pulled a muscle. He did not know if the cause was the spinal cord stimulator (scs) or the interstim but he turned the interstim off and within the hour the pain subsided. His urinary and bowel symptoms had returned. Patient stated he slept through the night without the pain with stim off but had to get up every hour because he had the urge to urinate. Patient indicated he never made the changes but he would like to try it. He currently on program 4 at .9v. He tried to turn stim up to 2.6v on program 1 and reported feeling nothing. He then tried on program 2 at 1.3v and reported feeling stim comfortably in the groin. He had called the healthcare provider *(pp) office and they told him that he need to see the manufacturer representative (rep). The change in symptom was considered gradual. Patient also reported his urinary symptoms returned suddenly when he turned stim off. There were no further complications that have been reported as a result of this event.